Event description:
It was reported that the patient had the artificial urinary sphincter (aus) removed due to continued incontinence beginning in the spring of 2020. A new artificial urinary sphincter was implanted. Following the revision surgery, the patient was doing well.